Event description:
It was reported that the implant broke on insertion during a posterior labral repair. The distal end of the implant remains in the pt. The surgeon drilled another hole above the broken one for additional fixation. No further consequences were reported with the pt as a result of this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. The cause of the event could not be determined without device evaluation. This is the first complaint of this type for this part/lot combination.